Manufacturer narrative:
A visual inspection was performed by the service representative and the sales representative. It was identified that the unit was taken out of service due to an alleged injury that occurred on the unit. It was reported that while pumping up the hydraulic jacks the caregiver received a foot injury due to the jacks being difficult to pump up. The caregiver did require medical intervention due to the alleged event, further information was not provided. A functional inspection was not performed due to the customer not wanting the unit serviced as it is outside of the expected product service life. It was confirmed that the customer has removed this unit from service.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It has been reported that a nurse has injured her foot while operating a stryker stretcher. No additional detail regarding the specifics of the injury are known at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It has been reported that a nurse has injured her foot while operating a stryker stretcher. No additional detail regarding the specifics of the injury are known at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.